Event description:
It was reported while setting up screw insertion instruments for a procedure, the scrub tech put together the matrix screwdriver along with the matrix long holding sleeve. It was noticed to have a broken tip. This was the first time inspecting the instrument since opening the sterile pan and it is unknown how the damage occurred. There was a thirty second delay to the procedure; at most the delay was two to three minutes. The instrument was removed from the field and never used throughout the procedure because a second sleeve was available. The procedure was completed successfully with no patient harm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Patient information in not known. Device is an instrument and is not implanted/explanted. Avalign technologies ¿ nemcomed division manufactured the holding sleeve ¿ long for matrix, part number 03.632.036, and lot number 6611823. The supplier¿s certificates of compliance indicate the parts were manufactured to and met the required specifications. Some of the parts were sent to product development for evaluation and were not released. The rest of the lot was inspected and conformed to the synthes, incoming final inspection sheet. There were no material review reports, non-conformance reports, or complaint related issues with this complaint. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: matrix holding sleeve (part 03.632.036, lot 6611823 manufactured jul y 2011) was returned with the most distal threads broken at the tip. Off axis loading or over-threading the holding sleeve into the screw head may have caused the complaint condition. Replication of the returned device is not applicable since the part was returned broken. The returned condition agrees with the complaint description and so the complaint is deemed confirmed. Drawings for the sleeve were reviewed during the evaluation. The tip geometry on the inner sleeve was changed to a more constant outer diameter and the material of the outer sleeve changed from radel plastic to anodized titanium. The returned instrument was manufactured in july 2011, after these changes were applied. Device history record review showed the lot passed synthes incoming final inspection. There were no related material review reports or non-conformance reports associated with the complaint condition. This complaint condition may have been caused by over-threading, off-axis loading during insertion, or due to force being applied while the sleeve was not fully seated in the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.